Event description:
It was reported the lead had oversensing post pace. The manufacturer's technical services consultant noted that the oversensing may be attributed to lead-lead interaction. The patient has two capped leads and one active lead in the right ventricle. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.